Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands were fractured after the deployment and fall off due to this. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix. Block h11: investigation results the speedband superview super 7 device was returned for analysis, and visual and microscope inspection showed damage to the ligator housing teeth. It was also observed that the slack was taken up and the trip wire loop was secured to the post. The ligator housing was returned without any bands attached, which limited the ability to assess the reported band fracture condition. The reported event could not be confirmed through product evaluation because the ligator housing arrived without bands and the condition described by the customer could not be reproduced. A risk review was completed and confirmed that bands falling off varix is defined in the risk documentation and is documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were reported during the assembly process. Although tooth damage was observed, it is not possible to determine whether the reported band fractures and detachment occurred due to procedural technique, tissue conditions, device handling, or a potential device related malfunction. Due to the lack of returned bands and limited available evidence, the definitive cause cannot be established. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands were fractured after the deployment and fall off due to this. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.